Event description:
The account alleged that the scale will not come on. They have replaced the batteries and it looks like fluid is on the scale head.

Manufacturer narrative:
Technical support instructed the account to replace the scale head. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.